Event description:
It was reported to covidien on 11/24/2008 that a customer had a problem with a safety monolettor. The customer reports that while disposing of one unit into the appropriate container, the operator pricked his finger because the needle did not retract correctly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.